Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had date and time on her pump seem to be off all the time. Customer stated that they reset when notice it and then before too long it was off again. No harm requiring medical intervention was reported. Customer stated that insulin pump had no delivery alarm had gone off a few times for no reason. Customer stated that insulin pump was just not in good shape and it was scratched up and well used to say the least. The device will not be returned for analysis.